Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral procedure on an unknown date. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the technician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. It was reported that immediately after the device was removed, the patient developed a hematoma which was described as less than 6cm in size. Manual pressure was applied to the hematoma for 10 minutes. Sometime later, the patient developed a "small" pseudoaneurysm. The pseudoaneurysm was left to resolve on its own. The patient was reported to be doing "fine." No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.